Manufacturer narrative:
On 4/22/2019, mentor became aware that the suspect medical device was not deflated and was actually intact upon removal. On (B)(6) 2019, mentor became aware that the patient underwent implant explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 330cc mentor smooth round high profile saline catalog: 3503330 lot: 6632055 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 460cc mentor smooth round high profile saline breast prosthesis on the left and a 330cc mentor smooth round high profile saline breast prosthesis on the right, noticed left side has less volume that the right post-operatively. It was also reported that the patient's doctor stated a possible deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.